Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the surgeon stated that the aortic cutter's barbed tip appeared to extend from the end of the aortic cutter further than usual. The surgeon tried to have the barbed tip pushed back into the cutter unsuccessfully. The procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).